Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a bad light; it was too low. There were no reports of patient involvement.

Event description:
It was reported that issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) was damaged, dent in outer tube and protector of the video cable section was overstressed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the above malfunctions seems that the components were subjected to stress. The most probable cause of the malfunctions is not established. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.